Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the voltage on the power supply was adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system emitted an unintended beep, emulating lift and shift operation, when the system was not in lift and shift mode. It was reported that an error code appeared on the imaging system and that restarting the imaging system restored functionality. It was reported that the error message was in relation to a low voltage. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.